Manufacturer narrative:
One 6f angioseal vip was returned for evaluation. One hemostasis sheath and carrier tube assembly were returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance (bls) was seen on the tip of the returned components. The leading leg of the anchor was visible in the carrier tube upon closer inspection. Functional testing was conducted. The device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen and tamper tube both of which were covered in dried blood like substances. No anomalies were found and the device worked as intended. There is no evidence that this event was related to a device defect or malfunction. The exact root cause cannot be definitely determined. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that hemostasis was not achieved with the involved angioseal device. It was reported that the angioseal device seemed to be empty and there were no components inside. Right femoral artery puncture. Bleeding occurred in the procedure room. Manual compression was applied. It was reported that there was no harm to the patient and the patient was reported to be stable. It was reported that there was no patient consequences. The user of the device was trained.